Event description:
A loaner trilogy evo ventilator was returned to the third-party service center for evaluation. The device was not reported to be in use on a patient. During the evaluation at the service center, the customer¿s complaint was not confirmed. The device evaluation found a ventilator inoperative error code in relation to (motor shut down) recorded in the device event log. The unit did not pass the evaluation according to the service manual. The device was in good external condition, but the screen displayed a red message. In conclusion the device does not require battery replacement but requires a firmware update. Additionally, during the service of the device, it will be necessary to validate the blower, hoses, and machine flow. The device will be scrapped.